Manufacturer narrative:
.

Event description:
A report was received that the patient had pain near the ipg site during charging. The patient will undergo a revision procedure wherein the ipg will be moved.